Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that patient was experiencing mechanical issues with the device. The inflatable penile prosthesis (ipp) was not inflating due to an unidentified fluid leak. An ipp replacement surgery was performed and the patient is now fully recovered.